Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing came apart. The site location was abdomen and the pump was in the side pocket of jeans. The infusion set had been in use for a day and a half to two days and the infusions were stored at room temperature. The patient pulled pump to deliver a bolus. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.